Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The cca was advised the patient does not take medication to manage her diabetes and continued to follow her usual management routine. After the alleged issue begun, the reporter claimed the patient's "hands were shaking." The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was unable to walk the reporter through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because a reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.